Event description:
It was reported that the patient experienced endocarditis approximately one month after the implantable cardioverter defibrillator (ICD) system was implanted. The ICD system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found. Concomitant products: 693558 implantable tachy lead (B)(6) 2012; 407645 implantable pacing lead (B)(6) 2012. (B)(4).